Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for explant was that the patient could not get the ipg to charge and was not getting relief. All device components were explanted and were not returned.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. A review of the charging log showed a low charge current, resulting in a low battery voltage, and the thermistor being triggered, which are known factors that may contribute to charging difficulty. Therefore, the probable cause was the failure of the user to follow instructions due to likely not having a proper alignment and ventilation of the charger and stimulator during charging.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for explant was that the patient could not get the ipg to charge and was not getting relief. All device components were explanted and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2021. D6: explant date: (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).